Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jun-2019 with the following findings: during investigation, the original complaint of the "no sounds" was unable to be duplicated. The sound works properly with the volume of the sound=63.9 db. The cover was taken off and there was no evidence of the moisture or damage inside. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was alleged the pump did not alarm with a low blood glucose reading on the continuous glucose monitoring device. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.